Event description:
It was reported that after the customer returned from running outside, the insulin pump screen was showing numbers ramping up. The reservoir and the battery symbols were flashing. There was no response from button presses. There was a crack on the display of the insulin pump. The customer stated that the crack has been there ever since they received the device. The customer's blood glucose was 6.6 mmol/l. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No number ramping anomaly or blank display was noted. However, the insulin pump was received with moisture damage at the motor and electronic assemblies. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.